Manufacturer narrative:
The calibration performed on (B)(6) 2022 did not indicate an issue. The customer calibrates infrequently and does not adhere to re-calibration recommendations. The calibration traces suggested that the customer used reagent packs in the past for more than one year and past the expiry date. Product labeling states: "elecsys estradiol ii - stability: unopened at 2-8 °c up to the stated expiration; date after opening at 2-8 °c 12 weeks; on the analyzers 8 weeks." "Calibration frequency: calibration must be performed once per reagent lot using fresh reagent (i.e. Not more than 24 hours since the reagent kit was registered on the analyzer). Calibration interval may be extended based on acceptable verification of calibration by the laboratory. Renewed calibration is recommended as follows: - after 1 month (28 days) when using the same reagent lot - after 7 days (when using the same reagent kit on the analyzer) - as required: e.g. Quality control findings outside the defined limit." On the day the sample was measured, the qc showed a slight trend to lower recoveries at high concentrations. On (B)(6) 2022, the high-level qc was within range but the recovery trend was low. The low-level qc was not measured. The provided screenshot of the qc over time plot showed various low outliers. It was not possible for the investigation to identify the date and time. The coagulation time was noted to be insufficient. The samples' coagulation time was reported to be 25 minutes. The target coagulation time was 60 minutes. The alarm trace revealed a sample liquid-level detection (lld) message which may indicate an issue with sample quality. The field service representative (fsr) noted that the last maintenance was performed on (B)(6) 2021 and that there were various date and time manipulations in the analyzer. This is considered a severe issue that impacts instrument database integrity and can cause invalid or incorrect results. The investigation did not identify a product problem.

Event description:
The initial reporter received questionable elecsys estradiol iii (estradiol iii) results for 4 patient samples tested on the cobas e411 disk. The initial results were reported outside of the laboratory. The samples were rerun on the analyzer. The samples were also sent out to a laboratory that uses electrochemiluminescence (ecl) as the laboratory method. On (B)(6) 2022, sample 1 had an initial result from the analyzer of <5 ng/ml. The medical officer stated that the value does not coincide with the patient's status. The repeat results were requested but not provided. On (B)(6) 2022, sample 2 had an initial result from the analyzer of 5.00 pg/ml with a data flag. The repeat result from the other laboratory was 20.1 pg/ml. On (B)(6) 2022, sample 3 had an initial result from the analyzer of 5 pg/ml with a data flag. The first repeat result from the analyzer was 19.37 pg/ml with a data flag. The second repeat result from the other laboratory was 22.6 pg/ml. On (B)(6)2022, sample 4 had an initial result from the analyzer of 23.91 pg/ml. The first repeat result from the analyzer was 5.00 pg/ml with a data flag. The second repeat result from the analyzer was 13.94 pg/ml. The third repeat result from the analyzer was 6.06 pg/ml. The fourth repeat result from the other laboratory was 33.2 pg/ml. The reagent lot number is 566726 with an expiration date of 31-aug-2022.